Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was frozen and disk recovery needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the screen had frozen, and disk repairs were required. The technical support specialist had received an escalation from the field service engineer when medapp and database issues persisted, remotely troubleshot the database and communication faults, attempted database repairs, and recommended reimaging when the issue could not be corrected. The field service engineer had identified that the unit had entered pc repair due to a full c: drive, attempted multiple reimages, deleted and reloaded rss, replaced the faulty com sled, reimaged and rebooted the unit, and confirmed successful syncing and drawer functionality. The system functioned as intended after both the technical support specialist and the field service engineer completed their work.